Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system unable to start and screen went black. Review of the log file shows com errors related to the host pc. Upon troubleshooting, the philips remote service engineer (rse) checked system remotely and customer stated that the system would not complete the boot process, and the screens remained black. To resolve the issue, the philips field service engineer went onsite and found customer already performed a reset. The same issue reoccurred after a few days, where replaced the host pc and three hard drives, and reloaded the software. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.